Event description:
A nurse reported a patient following a intraocular lens (iol) implant surgery that presented with blurry vision caused by induced astigmatism. The lens was exchanged for a different model lens with a 1.50 diopter decrease in cylinder power. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated that product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionaire has not been received. (B)(4).